Event description:
For the past 180 days, I have had multiple sensors from dexcom arrive defective, the sensor is not detaching from the applicator and the needle is exposed getting stuck in the arm or abdomen, causing bleeding and the catheter to remain under the skin which has caused infection and the need to dig it out. They have the same lot number: 7346368. I have received replacements from dexcom over the months for each of the defective sensors. However- on october 9th, I received three new boxes of sensors. They all had different lot numbers. I opened one to use last night and the sensor had the defective lot number. The box lot number did not match the sensors lot numbers inside it- I assume the defective sensors were repackaged under a different lot number. The box lot number is: 7339625, and all three sensors inside are lot number: 7346368. I am tired of being hurt trying to use a device needed with my disability.